Event description:
During a follow up, an increased pacing threshold and dropped on the pacing impedance was observed. The physician opted to check the values at the next follow-up. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the lead was capped and replaced due to exit block.